Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts at the proximal end of the stent that were lifted and pulled distally. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 32x2.50mm, concentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50x32mm promus element ¿drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed proximal stent damage.